Manufacturer narrative:
(B)(4) d-4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to 00880304990197. D10: articular surface fixed bearing constrained posterior stabilized (cps) right 12 mm height, 42522600712, 65546350. Tibia cemented 5 degree stemmed right size e, 42532007102, lot 65561390. Stem extension tapered cemented 14mm diameter +30mm length, 42557000114, lot 65845249 . Femur cemented posterior stabilized (ps) standard right size 7, 42500606202, lot 65625058. G2: foreign - event occurred in south africa. G-4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k171540. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery due to unknown complications. Due diligence is in progress for this event; to date no additional information has been provided.